Manufacturer narrative:
Isi has received the tip-up fenestrated grasper instrument for failure analysis evaluation. However, as of the date of this report, the evaluation of the product has not been completed.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy procedure, the patient sustained a thermal injury to an artery, resulting in unexpected bleeding. Consequently, the procedure was converted to open surgery. An instrument release key (irk) was used to release a tip-up fenestrated grasper instrument. The surgeon opted to switch to open surgery to effectively manage hemostasis. The following information is unknown: what surgical task was being performed when the thermal injury occurred, the cause of the complications, the severity of the burn injury, the estimated blood loss associated with the bleeding, and what surgical intervention was rendered due to the thermal injury and bleeding.

Manufacturer narrative:
Updated fields: h2, h3, h6, and h11. Device evaluation: intuitive surgical, inc. (Isi) has received the tip-up fenestrated grasper instrument associated with this complaint and completed investigations. The instrument had a dislodged grip cable at the proximal end within the housing. A visual inspection of the backend revealed no evidence of a cracked clamping pulley, input disk, or input shaft that could have caused the dislodged cable. The instrument was also found to have a frayed grip cable at the proximal end within the housing. Some filaments of the cable were frayed, but the cable was not fully broken. There was no discoloration, corrosion, or contamination on the cable to indicate a reprocessing induced issue. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable fraying.

Event description:
Refer to h11 for follow-up information.